Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received january 12, 2022 with lot number 564207. Visual analysis of the returned device identified: underweight and broken shell and red particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge broken shell assessed as unidentified tear broken shell, creases and messing. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.